Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a colonoscopy procedure on (B)(6) 2009. According to the complainant, during the procedure as the physician attempted to close the snare around a polyp, the catheter sheath detached from the handle exposing the snare wire. The technician manually held the catheter sheath of the snare and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).